Event description:
It was reported during the implant procedure that the pin on the right ventricular (rv) lead appeared loose and was not straight, or was bent. Another rv lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the connector of the lead was extrinsically bent was found. The analyst commented that visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.